Manufacturer narrative:
Samples were collected in sst tubes and centrifuged in the statspin for 5 minutes. Qc was within the customer's established ranges prior to the erroneous results. System checks performed on (B)(6) 2011 and (B)(6) 2011 both met specifications. Customer calibrated accutni after erroneous results were obtained and failed. Customer ran the s0 and s1 calibrators as patients with four repetitions each. Both the s0 and the s1 had one "flier". Results did not meet the precision claims of the assay. Bci field service engineer (fse) was dispatched for this event. Fse replaced obstructed aspirate probes. Fse calibrated accutni and performed qc. All met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) of obtaining troponin (accutni) results within the risk stratification for two (2) patients' samples. Repeat testing was within the normal reference range. Results in the normal reference range were sent as corrected reports. The customer does not know if there was death, injury, or change to patients' treatment in regards to this event.